Manufacturer narrative:
A female patient with unknown medical history required a coronary artery bypass surgery approximately three months post cypher stents were implanted. Multiple investigational attempts have been made to obtain additional details regarding the index procedure. At this time, no information has been forthcoming. The patient reported that after a stress test, she underwent a coronary intervention of an unknown lesion, which resulted in the uncomplicated implantation of three cypher stents. The patient reported her treatment included aspirin and plavix. Act's were not provided. There was no report of patient injury. Approximately three months after the cypher stents implantation, the patient began to have recurrent unspecified symptoms. A follow-up stress test was conducted and the patient underwent a coronary artery bypass surgery. The details of the surgery are unknown, multiple investigational attempts have been made to obtain procedural details including involved vessels. At this time, no additional information has been forthcoming. The products remain implanted in the patient; therefore, further analysis will not be conducted. A device history record (DHR) review revealed lot #40206675 met all quality requirements for product acceptance. The two lot numbers for additional involved lots were provided; thus a DHR review was unable to be conducted. Based on the limited information available, it is not possible to establish a clinical relation between the product and the reported event. It is unclear what vessels and conditions led to the coronary artery bypass surgery. This is the first of three products used during the same procedure on the same patient, which is associated with mfg report #3003742446-2007-00154 and 3003742446-2007-00156.

Event description:
Three months after undergoing triple cypher stent implantation, the patient began, having recurrent symptoms and a follow-up stress test was performed. After the stress test, the patient was sent for bypass surgery. The patient called to ask if the bypass surgery was due to the stents. She did not know which vessel was bypassed, and she does not know if the stents were occluded. The patient indicated that the stents were implanted as a result of a stress test performed three months earlier. Additional attempts to obtain information were made, but the patient was no longer residing at the forwarding address or telephone number. The hospital where the patient underwent the original implant had information for the index procedure, but no information for the bypass surgery. Therefore, they decline to send or provide additional information. No further information was available.